Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (approximately 300-500 mg/dl), and customer's a1c was "bad". Reportedly, the carbohydrate feature was not turned on and needed to be. In addition, the contact reported customer "may have not been doing what she was supposed to do", and contributed to customer's elevated bg levels. The contact declined to provided additional information regarding the reported issue.